Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager failing to unlock the device. A field service engineer (fse) visited the site, and customer confirmed the issue had recovered prior to the visit and the device was functioning normally. The fse observed station operation, tested hardware through the application, and found no functional issues. The fse noted the refrigerator wheels were not locked and secured to stabilize the unit. The fse verified remote manager and hardware functionality after stabilization, confirming normal system operation. The system functioned as intended after field service engineer investigated the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e-lock temperature monitor failed to unlock the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.